Event description:
Event description guidant received information that this cardiac resynchronization therapy (crt) device was suspected to have depleted prematurely. After approximately three years of service, the device was explanted, replaced and returned for analysis.